Event description:
The information was received from service and repair via a manufacturing representative regarding a patient with pre-op diagnosis for lumbar spinal canal stenosis. Procedure or therapy performed was med. Levels implanted l4/5. It was reported that there was operation failure. Product came in contact with the patient. There were no symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Analysis found that deformation of the handle screw thread. If information is provided in the future, a supplemental report will be issued.